Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure procedure was being performed. During deployment of the 31mm watchman flx closure device and delivery system (wds), st segment elevation was observed. The procedure was paused. After five minutes the st segment elevation self-resolved. The procedure proceeded with successful implant of the 31mm watchman flx closure device. The physician suspected the st segment elevation may have been caused by where the device was sitting in the appendage as it may have been narrowing an artery.